Event description:
It was reported in a letter, "man claims the greenlight laser procedure evolved into a bloody basic surgery leaving himself in disbelief and totally unprepared for the type of recovery needed." Reportedly, a doctor performed this procedure on (B)(6) 2012.